Manufacturer narrative:
Device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: root cause is undetermined. Rationale: no sample, lot, or batch provided.

Event description:
It was reported that the needle 26x3/8 ib experienced leakage. The following information was provided by the initial reporter: material no. 305110, batch no. Unknown. It was reported the customer was drawing insulin into the syringe and noticed insulin was leaking out of the end of the needle. This report represents all available product information. No additional information is available. Description of issue: customer reported she was drawing insulin into the syringe and noticed insulin was leaking out of the end of the needle. Cts unable to verify if issue was with syringe or needle. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 1. Item number: choose one: 3 ml syringe ¿ 309657, 26 g, 3/8¿ needle ¿ 305110. Product lot number: unavailable for both needle and syringe. Are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: manufacturer might follow up with customer regarding returning syringe/needle. No further distributor follow up is required.